Event description:
It has been identified that this record, mrn 9617229-2023-31071, is a duplicate of mrn 9617229-2023-31101. Please see mrn 9617229-2023-31101 for reportable events.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h1, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture." Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 16/nov/2023.

Event description:
It has been identified that this record, mrn 9617229-2023-31071, is a duplicate of mrn 9617229-2023-31101. Please see mrn 9617229-2023-31101 for reportable events.